Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support due to having chest pain and shortness of breath. While on support, the placement signal went out. The staff replaced the automated impella controller and the placement signal and retrograde flow alarms persisted. The impella was removed due to the fear of the pump stopping.

Manufacturer narrative:
The investigation into the reported optical signal issue and low pump flow has been completed since the original report was filed. The product was returned for investigation, and no physical abnormalities were observed. All 5s optical parameters showed a hard failure trend. While the pump passed electrical testing, it failed the optical light testing. A light leak was observed inside the red handle during optical light testing, and the optical line was found to be kinked at the post proximal to the patient cable inside the red handle. Data logs indicated that the placement signal spiked to 3000 during the case, and the optical sensor 5s parameters were characteristic of an optical fiber break. As per the clinical details, the doctor reported a 'placement signal not reliable' alarm. The cause of the issue was a damaged optical fiber line during the case. The doctor decided to switch the console, but the controller failure and retrograde flow alarms appeared after plugging in. The cause of the optical signal issue was a kinked optical fiber line resulting from tubing lines within the patient cable sliding out and into the red handle due to an improper manufacturing sequence of tubing line assembly into the patient cable. No component related defect.